Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem; however, the upstream occlusion seal was noted to be delaminated. The uso seal was replaced as a preventative measure. The device then passed all functional tests. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was over infusing. The event happened during routine preventive maintenance inspection, and there was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.